Event description:
On (B)(6) 2013, the reporter contacted lifescan USA due to "meter warning high glucose above 500" message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.